Event description:
Chart reviewed: h&p states "unremarkable past medical history that approximately 17 years ago underwent a bilateral breast augmentation with submuscular saline implants. Her implants were mcghan with a filled volume of 300ml. The patient recovered well from that surgery. Over the past several months, she has noticed a gradual decrease in volume of her right breast compared to that of her left side. She cannot remember antecedent history for trauma. She is otherwise in her usual state of good health. No history for breast disease. She is now presenting for exchange of bilateral breast implants because of a rupture of her right implant."